Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer displayed an overheated message, while left on in between patient interrogations, then would not interrogate. A different programmer was used to check additional patients. The programmer will be returned for repair. No patient complications were reported as a result of this event.